Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing causing pacing inhibition with high ventricular rate episodes. The patient has an underlying escape rhythm around 35 bpm. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.